Event description:
It was reported that during a follow-up examination approximately four weeks post-implantation, the barrel portion of the lag screw had backed out. The patient reported no pain, and no further surgical intervention was planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: item: 47-2499-100-10 - z nail cmf 10.5 x 100 lag scr - lot: 3256288. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.